Event description:
Customer reported no delivery alarms during a bolus and in the middle of the night. The blood glucose reading was 365 mg/dl. The insulin was not expired or denatured and the customer did rotate the insertion sites. The tubing was not bent or kinked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window and cracked display window corners.